Event description:
It was reported that a stopcock 3-way high flow rotating luer generated a leak during patient use. The report stated, "while giving adenosine we had a malfunction with the stopcock. The stopcock yellow clamp was turned in the proper position and I was holding pressure after instilling the adenosine and while rn2 was pushing the flush, fluid was spraying out the side of the stop cock. The IV was flushing well and so was fluid from the stop cock from all parts. We had this incident 2 times until we eventually had to start moving the yellow tab over to the med port during the installation but seems like an unnecessary step and an unexpected occurence." There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Manufacturer narrative:
The complaint on the b4020 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non conformities were found that would have led to the reported complaint.